Manufacturer narrative:
The pump was received with unresponsive buttons response due to the corroded keypad traces. They were unable to perform the displacement test, the excessive no delivery test, or the prime/compromised force sensor system test due to the unresponsive buttons. The pump was received with a broken reservoir tube lip and battery tube threads. The pump was also received with a missing o-ring (reservoir tube) and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that he was at a water park and the pump was in a waterproof case. Customer is wearing the pump and stated that he received a no delivery alarm that he cannot clear. Customer stated that he tried to remove and replace the battery, but it did not help. Customer stated that the time is not advancing on the pump. Customer tried to bolus but he received a no delivery alarm. Customer stated that there were cracks around the battery compartment and the reservoir compartment. Customer stated that there was a crack at the reservoir window to the label and there were pieces of plastic missing on the reservoir compartment and battery compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.